Manufacturer narrative:
(B)(4).

Event description:
The customer initially reported that there were multiple beds of monitoring lost at the central station. Upon investigation it was found that the issue is related to the piic ix rebooting. There was no patient incident.